Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. The as reported will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject catalyst catheter was fractured at proximal part when a non -stryker balloon catheter was guided to the lesion combined with trak 21 device and the subject catalyst catheter. Since it was highly urgent because it was a blood clot recovery, the procedure continued as it was while maintaining the position where the fractured part did not enter into the balloon catheter. The procedure was completed without clinical consequences to the patient. The fracture was not confirmed before the procedure.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject catalyst catheter was fractured at proximal part when a non -stryker balloon catheter was guided to the lesion combined with trak 21 device and the subject catalyst catheter. Since it was highly urgent because it was a blood clot recovery, the procedure continued as it was while maintaining the position where the fractured part did not enter into the balloon catheter. The procedure was completed without clinical consequences to the patient. The fracture was not confirmed before the procedure.